Manufacturer narrative:
Additional information added to the customer¿s report of a free flow event was not confirmed. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The keypresses observed in the log do not match up with the received customer dataset or the dataset that is currently installed on the returned pcu and as a result the medications programmed and the profile in use could not be identified. Functional testing performed found the pump module to be delivering fluid within specification. Free flow was not replicated during functional testing. Details regarding the alleged ¿free-flow¿ event were not provided. The root cause of the customer¿s experience of a free flow event was not identified.

Event description:
It was reported there was an unspecified free flow event. This was determined based on the extent of the physical damage to the devices, which included the bezel being broken or cracked. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested, but not provided.

Event description:
It was reported there was an unspecified free flow event. This was determined based on the extent of the physical damage to the devices, which included the bezel being broken or cracked. Although requested, no further details were provided by the customer for this event.